Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter has read inaccurately high. The patient tests his blood glucose twice a day. He tests in the morning and at night. The patient manages his diabetes by taking glucophage. The patient stated that he is supposed to take a set dose of 1000 mg glucophage twice a day. However, the patient skips the medication if his blood glucose reading is less than "170 mg/dl." The patient explained that his blood glucose level drops too low if he takes glucophage with a reading less than "170 mg/dl." On an unspecified date/time in the previous month, the patient mentioned that he got a meter reading of "130 something:" before bedtime. Prior to testing, the patient said that he had eaten dinner about a 1-1.5 hours earlier. Since his meter reading was lower than normal, he skipped his evening dose of glucophage. The next morning, the patient tested his blood glucose at an unknown time and got "200 something" mg/dl. The patient did not expect his blood glucose level to be that high. After testing, the patient took his morning dose of glucophage. About 30-45 minutes later, the patient claimed that he developed symptoms of shakiness and dizziness. He apparently tested his blood glucose when he was symptomatic and got a "low" reading. The patient was unable to recall what result was obtained. The patient administered self-care by eating something. The self-treatment helped to relieve his symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after obtaining an inaccurate high meter reading of "200 something" mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.